Event description:
Patient was revised due to infected total hip. Head and liner was exchanged for irrigation and debridement. Bimentum liner with stryker head was removed and replaced with a new construct due to the presence of infection. Original implant date (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)